Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported his sensor glucose values often being widely inaccurate, and also that his blood glucose was at 47 mg/dl and that the sensor gave the correct number to the insulin pump, causing a threshold suspend. The customer stated he would treat the low by eating.